Event description:
The patient presented to clinic in 2009, after having fallen and broken her arm 2 days prior. Interrogation showed that ventricular lead impedance was greater than 3000 ohms and sensing was less than 2.0 mv. Records show ventricular lead impedance was greater than 3000 ohms when the patient was last seen in 2007. The patient refused to undergo surgery to repair her arm, or replace the lead. The system was reprogrammed to aai mode.

Manufacturer narrative:
Na